Event description:
The scissor was being used to dissect peritoneum in the posterior cul-de-sac when the surgeon noticed the left fallopian tube was being burned. At the time, the fallopian tube was touching the insulated shaft of the scissor, 1.5 inches away from the blades. The scissors were immediately removed and inspected. This is when the burn on the shaft of the scissor was first seen by the doctor. The shaft was burned enough to expose the metal underneath. The scissor was then removed from the sterile field and a new scissor (B)(4) was used in its place. The scissor in question has been sent back to the MFR for eval.